Event description:
It was reported that a patient presented at follow-up in clinic. Upon review, the right ventricular lead exhibited high voltage impedance that trended upwards and dislodgement. The lead was explanted and replaced. The patient was in stable condition.